Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. When the field service engineer (fse) arrived at the medstation, there was no active failure. The request was to determine why the drawer failed frequently. The fse opened the back of the main cabinet and focused the inspection on drawer 6. The fse logged into pyxis and went to the desktop. They then logged into the hardware test application (hta) and opened drawer 6. While checking the various sensors, the fse noticed that the position sensor was not reading. The fse powered off the pyxis system, removed and inspected the drawer, checked the rails, reseated the cables, and replaced the position sensor. The drawer was then reinstalled, and the pyxis was powered back on. The fse logged into hta again and navigated to drawer 6. A full drawer test was performed. The fse then rebooted the pyxis system. After the reboot, the customer logged into the application and pulled several emergency medications. The customer then logged in again and completed an inventory of the medications in drawer 6 in the main cabinet. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed. The customer confirmed that the error message displayed was failed hardware. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.